Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that prior to patient use, a crack was detected on top of an mr210 adult humidification chamber dome.

Manufacturer narrative:
(B)(4). The complaint mr210 adult humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that prior to patient use, a crack was detected on top of an mr210 adult humidification chamber dome.

Manufacturer narrative:
(B)(4). Method: the complaint mr210 adult humidification chamber as returned to fisher & paykel healthcare (B)(4) and was visually inspected for cracks. Results: visual inspection revealed that the top of the chamber dome was cracked, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 110802. Conclusion: every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. It is most likely that the crack to the chamber dome was due to impact, possibly occurred during transportation. (B)(4).